Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions, a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "warnings, in rare instances, some patients may be allergic to the plastic aligner material". The treating doctor shared that the potential root cause could have been aligners pressure. Align's clinical review of available records indicates that gingival bleeding was present for teeth 2.7 and 2.8. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required tooth extraction (permanent impairment), therefore, this event it is being filed as an MDR per 21 cfr 803.

Event description:
The treating doctor reported that the patient required a tooth extraction (tooth 2.8), swollen face and pain on distal side of this tooth. No additional information is available at this time.

Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.